Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing due to noisy signals. The s-ICD system remains in service. No adverse patient effects were reported.